Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapling device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with post market vigilance reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The instrument was then inserted and withdrawn from a calibrated port complying with testing requirements. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the middle shaft of the handle was inconsistently sticking to the trocar when the handle was introduced and removed from the trocar. The resistance gave way and the surgeon unexpectedly hit the spleen and the spleen had to suture.